Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received an insulin flow blocked alarm and a low reservoir warning. The customer was in his truck when he encountered the issue. The customer stated that they had changed the infusion set the previous night before the incident occurred. Troubleshooting was performed. The customer stated that the reservoir was empty. The customer stated that there weren't any leaks. The customer stated that they had a blood glucose level of 55 mg/dl. They treated their blood glucose with food and a glucose. The customer declined troubleshooting for the low blood glucose. The device will not be returned for analysis.